Manufacturer narrative:
(B)(4). The customer reported the device failed the defibrillation segment of the user initiated shift/system check. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed the defibrillation segment of the user initiated shift/system check. There was no pt involvement.